Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative reseated the cables on the supervisor host and performed a hard reset on the power module to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to component wear. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating system shut down on its own prior to starting a vitrectomy surgery. The customer thought that the unit had become unplugged after it was bumped, but that was not the case. There was no patient involvement with the system shutdown. Additional information has been requested. Additional information received clarified that the unit was rebooted and the surgery was able to proceed to completion without any further issue.